Event description:
It was reported that two days after the catheter was placed in the operating room, the clamp for the snaplock adapter came off while in the pt's room. As a result the snaplock adapter, clamp, and filter were replaced without issue. The catheter remains in use. There was no reported delay, death, or complications to the pt.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.